Manufacturer narrative:
Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with the vision after the implantation of synergy multifocal toric introcular lens. So, an exchange surgery was performed. Synergy toric lens of 23 .5 diopter, cylinder2.25 was replaced with puresee toric lens of 22.5 diopter, cylinder 2.25 lens. Additional information stated that lens was removed as the patient complained of light scatter. The product was not available for return as the lens was dumped in the hospital. No other information is available.